Manufacturer narrative:
Pump received with button error alarm and no up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. No damage noted on the keypad overlay during physical inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and buttons were not responding. Customer reported that that insulin pump may have been exposed to moisture from rain. Customer's blood glucose was between 100 mg/dl and 125 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.